Event description:
"Spoon failure" was reported. This could indicate a failure of the paddle set. No patient involvement was reported.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.